Event description:
It was reported to ventec that the device was "not showing pressures feels like not blowing" (i.e. No ventilation output). The customer reported patient use associated with the issue. There were no reports of patient harm as a result of the reported issue. No further information was provided.

Manufacturer narrative:
H6: a ventec product support specialist contacted the reporter to troubleshooted the reported issue over the phone. The product support specialist recommended that she replace the device's internal bacterial filter. After replacing the internal bacterial filter, the reported issues of the device not showing pressures or feeling like its not blowing (i.e. No ventilation output) could no longer be duplicated. The customer opted to return the device to ventec for evaluation. The device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be conclusively determined.